Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured before reaching the nominal pressure. The device was removed without any issue, and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.